Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump was explanted on (B)(6) 2015 because the patient believed the pump therapy was not working for her type of pain. No device issues were reported.